Manufacturer narrative:
The subject device has not been returned to omsc, but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for an additional microbiological testing. As a result of the additional microbiological testing by a third party laboratory, mesophilic aerobic microbes were detected with the amount of 12 cfu from samples taken from the air / water channel of the subject device. However, hygienic relevant microbes were not detected. Therefore, it satisfied the german guideline. Also, omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that micrococcus sp. (1 cfu) and coagulase-negative staphylococci (1 cfu) were found in the instrument channel of the subject device. There was no patient infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" and "PMA/510(k) number".